Manufacturer narrative:
It was reported that we have been receiving our epidural trays without medication for a few weeks now. Lidocaine and sodium chloride. Can you please let me know when this will be resolved. Very frustrating to the providers and causing increased expense and patient delays. This was not an adverse event, no harm, no injury. We have an epidural tray that is used by the pain management provides. The trays have been lacking medication for the past month. We need the trays regardless of if they are lacking items. I only wanted to them when the item will be returned to the tray. There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this is a reportable event. If additional information becomes available this report will be reopened and reevaluated.

Event description:
We have received our epidural trays without medication, frustrating to the providers and causing patient delays.